Event description:
It was reported that the "plunger clutch" of a medfusion® 3500 syringe pump was not working. The pump displayed a "check clutch" error. No injury was reported.

Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for analysis in good condition. The investigation revealed that the plunger gear cam was missing teeth. The failure is a result of the customer/user interface with the product in a manner inconsistent with the instructions for use (IFU). Based on the evidence, the complaint was confirmed.